Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A doctor reported that a knife was dull upon first use during a shunt implant surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is confirmed to be unavailable.

Manufacturer narrative:
Additional information is provided. The knife sample was received in the complete blister with cover foil. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was visually inspected by a senior operator with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. The knife is dull. The complaint history was reviewed two years back which did not show any comparable or confirmed complaints with the same issue of dull knife. Polishing is a manual procedure which is 100% visually inspected by the operator. This product is a reusable device and sharpness is dependent on the number of usages. Sample investigation confirmed that the knife is dull however, a damage of the device could not be identified. A technical root cause could not be identified. There were no similar complaints during the last two years regarding the reported product code therefore, no corrective actions will be issued and this report will be regarded as a single event. Data continues to be monitored for evidence of adverse trends with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).